Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued d.10. Concomitant therapies: juvéderm® voluma® with lidocaine. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks (ck1) with 1 ml of juvéderm® voluma® with lidocaine and in the lips with .8 ml of juvéderm® ultra xc. A week later, the patient experienced ¿upper lip pain, lumps, swelling¿ and ¿a lesion¿ on the top right side of the lip. The patient reported it the next day, when the lips were assessed and ¿pustular lesions¿ were noted on the top right lip and ¿a dusky looking lump¿ on the medial right side of the bottom lip. Capillary refill was < 1 second in the majority of lips except the pustular lesion, which was difficult to assess, and the dusky bottom lip lump was = 2 sec cap refill, described as ¿likely vascular occlusion and tindelling effect.¿ the patient was treated with 50 iu of hyaluronidase ¿due to a tindelling effect and a bubbling effect that appeared to have happened overnight¿ and bepanthen for ¿slight bruises¿ after treatment on the cheeks. The next day, the patient was given another 1450 iu of hyaluronidase. The event resolved that day. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00903. Allergan complaint (B)(4). This MDR is being submitted for the second suspect product, juvéderm® ultra xc.